Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06413. It was noted the patient was unable to increase stimulation prior to surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-06413. It was reported one of the patient's leads migrated, confirmed by fluoroscopy. The physician attempted to reposition the leads; however, the physician was unable to reposition the leads due to scar tissue. The leads were explanted.